Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Per information received from sales rep, first revising surgeon reamed out the cortex. Per hospital policy there is no additional information available for the patient. It was right shoulder. No lot code for poly since implant was thrown away. Patient was revised because the stem was out of the cortex and it was causing pain.

Manufacturer narrative:
Catalog number for the involved stem is 5569-c-2108l product inquiry stated the cemented long humeral stem and the x3 humeral insert to be the primary products. No further associated products were reported. A physical examination could not be carried out as the devices were not received for evaluation (discarded). A review of the device history records could not be carried out as the lot codes were unknown and not provided. Thus, a reasonable examination and investigation was not possible. Further information such as medical records, patient outcome, x-rays, surgery reports or more detailed information were not available due to hospital policy. With the given information, the reported event could not be confirmed or reproduced. A root cause could not be determined. A more precise evaluation was not possible based on the given information. With available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products.

Event description:
Per information received from sales rep, first revising surgeon reamed out the cortex. Per hospital policy there is no additional information available for the patient. It was right shoulder. No lot code for poly since implant was thrown away. Patient was revised because the stem was out of the cortex and it was causing pain.